Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows:it was reported that the patient underwent revision orif and bone graft to scaphoid with vascularised graft from dorsal approach on (B)(6) 2015. Distal scaphoid sclerotic around margins where old screw was. The 3mm headless compression screw was removed as part of procedure and replaced with a new one. Revision was performed due to non-union, the patient had not healed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one, unknown 3mm compression screw. Part and lot number were not provided by reporter. Reporter reported screw as a ztemp product. (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one, unknown 3mm compression screw.